Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets crimped events on (B)(6) 2024. Events occurred within 3 or more hours after insertion. The insertion site was at abdomen. Infusion sets were used for just over 3 hours. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.